Event description:
On 9/7/94 pt to operating room for surgical procedure, anterior cervical fusion c6-c7 and decompression, disc excision, fusion using right iliac bone graft. Procedure began at 0845. Hypothermia blanket was glaced under pt and the unit set at 101 degree f. Procedure completed at 1112 and pt transferred to pacu. On 9/7/94, at 1250 in the post-anesthesia care unit, the pt complained of upper back burning. Pt turned on side. Open weave reddened area with blisters noted across pt's back. Surgeon contacted and visited and examined pt. Consult with dermatologist ordered and consult done. Hypothermia unit returned to central service for maintenance check.